Event description:
It was reported that a device replacement was done and high impedances were found. The pt also noted that they were recharging more than expected but their recharging interval was appropriate given her settings. Impedances were as follows: 0-1=1673, 0-2=1860, 0-3=1831, 0-4=>3600, 0-5=>3600, 0-6=>3600, 0-7>3600. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).